Manufacturer narrative:
The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump under-infused platelets during patient therapy in the oncology department. The pump was used to infuse platelets to the patients PICC line. When the pump indicated infusion complete there was approximately 100ml left in the bag. The infusion was confirmed to be dripping but not at the expected rate. There was no report of patient injury or medical intervention associated with this event. No additional information is available.